Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead was capped due to fracture. The lead was capped and replaced on (B)(6) 2016. No additional information was avaliable.